Event description:
It was reported that during a generator change out for elective replacement indicator (eri), the physician checked the rv lead and noted that there was a breach in the outer insulation. The lead was capped and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.